Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio issue. The customer's blood glucose level was 8.2 mmol/l at the time of incident. Report states that the audio issue was confirmed. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume 5 to volume 1 and hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 on keypad assembly.